Manufacturer narrative:
The reported issue was addressed with phone support. The customer power cycled the system to resolve the issue. The system was working properly, and no additional action was required. A review of the site's complaint history revealed the complaints with patient identifiers (B)(6) are related complaints of patient identifier (B)(6) (this complaint). A review of the procedure logs was performed. Per the review, the following was confirmed: system serial ¿ (B)(4), event date ¿ (B)(6) 2022, and procedure name - prostatectomy - simple. The 0-degree endoscope plus (sn (B)(4)) had 1966 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the video was upside down. The customer stated that they had removed the camera two times and installed it with no issue, but on the third time the image was upside down. The customer removed the camera and the drape, then put both back on the universal surgical manipulator (usm), but image was still upside down. The customer had also installed another endoscope and its image was upside down. When the customer called technical support, they had all the usms undocked from the patient. The technical support engineer (tse) had them power cycle the system, re-dock all the usms, install all the instruments and endoscope, and image was now correct. The customer checked both endoscopes and they were not upside down. The 30-degree endoscope rotated up and down with no issue. The tse reviewed the logs and found no errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.